Event description:
It was reported that the patient stated their pump alarmed for no disposable clamp.both pumps errored for same message, so patient believes the cassette is faulty. Patient lost 1 mix due to this error, and patient has been off medication for 20 minutes and states they will be starting infusion again within an hour. There was no patient injury reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. There was no DHR review as there was no lot information provided.